Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 92 mg/dl. The customer stated that she received a button error in the morning and she was not able to clear the alarm. The customer took the battery out and it triggered button error. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that it was very hot and humid where she was. The customer wore the pump on her hip. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.